Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended during basal and bolus delivery. Customer's blood glucose (bg) was 180mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy. Upon follow up, the customer reported that the issue had resolved. No additional information was provided.